Event description:
On (B)(6) 2022, monteris received an MDR from the FDA containing an allegation of a serious injury sustained during laser interstitial thermal therapy (litt) delivery by the neuroblate system (reference MDR report # mw5107395). Interventions of physical/occupational therapy & medication were reportedly prescribed to the patient to treat the aforementioned symptoms. Based on the information provided in MDR report # mw5107395, it was not possible to conclusively identify the case associated with this event. It was confirmed that this patient is not enrolled in any monteris-sponsored studies, so additional patient-specific information is not available. A search of internal complaint records was performed for any previously reported adverse events with an event date of (B)(6) 2022. None were found.

Manufacturer narrative:
The events which the patient was reported to have experienced (including pain and neurological deficits) are known & documented perioperative risks for image-guided neurosurgical ablation as described in the neuroblate system instructions for use. Based on the available information, it is not possible to conclusively identify the information related to the system used in this case (serial number, manufacture date, etc).